Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited episodes of far r over-sensing. No intervention was reported. The patient condition was unknown.